Manufacturer narrative:
It was reported, that a patient underwent an atrial fibrillation (afib) ablation procedure. With an octaray mapping catheter. And immediately, after insertion in left atrium, the ¿wire got broken in use¿. The issue was resolved, by replacing the octaray. The procedure was completed, without patient consequence. Additional information received. Indicated, that the damage did not result in wires being exposed nor lifted or sharp rings. The catheter was not pre-shaped. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, deflection and dimensional test of the returned device were performed, following bwi procedures. Visual analysis revealed, no damage or anomalies on the device. A deflection test was performed and the curve was deflecting within specifications. No deflection issues were observed. A dimensional test was performed and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed, for the finished device batch number and no internal actions were identified. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4:. Expiration date. And h4:. Device manufacture date have been populated. The issue reported by the customer, could not be replicated, during the product investigation. Other issues or circumstances may have occurred, during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and immediately after insertion in left atrium, the ¿wire got broken in use¿. The issue was resolved by replacing the octaray. The procedure was completed without patient consequence. Additional information received indicated that the damage did not result in wires being exposed nor lifted or sharp rings. The catheter was not pre-shaped.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).